Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dobbhoff feeding tube. The customer stated that on (B)(6) 2013, the device was inserted. On (B)(6) 2013, the pt partially pulled out the tube. The rn attempted to completely remove the tube and found that the device was stuck. The doctor had to numb the pt's nose with lidocaine gel, insert a guide wire and utilize surgical forceps to remove the tube.